Event description:
On 4/jun/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to ¿improper treatments on the cycler.¿ follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 due to dyspnea, generalized weakness and 1+ lower extremity edema. The patient reported his liberty select cycler was malfunctioning and providing them with inadequate therapy. The patient was admitted due to fluid retention and underwent nightly ccpd therapy utilizing 4.25% and 2.5% dialysate to promote fluid removal (cycler manufacturer unknown). By (B)(6) 2025 the patient was reportedly looking and feeling much better and was discharged home the same day. The patient returned home and began utilizing the replacement liberty select cycler without any reported issues. The pdrn reported the old liberty select cycler was returned to the manufacturer, and stated they supported the patient¿s allegation of device malfunction but could not provide any additional insight or treatment data. The patient has reportedly recovered from the serious adverse events.

Manufacturer narrative:
Plant investigation: device returned to manufacturer. Visual inspection of exterior showed no signs of physical damage. Visual indications of dried fluid within cassette compartment on pump; no visual indications of particulates within cassette area. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received with reduced dwell simulated treatment performed and completed. Valve actuation test and system air leak test passed. Internal visual inspection of returned cycler - visual indications of dried fluid on bottom cover underneath pump assembly. Cause undetermined. No discrepancies with mushroom heads. Review of device manufacturing records - no deviations or non-conformances during manufacturing process. Device history record (DHR) review performed. Verified results of in-progress and final quality control (qc) testing met all requirements. No malfunctions that could have caused or contributed to reported event. Cycler performed as designed. Associated cause not determined. Clinical investigation: temporal relationship exists between ccpd therapy utilizing liberty select cycler and serious adverse events of fluid retention, characterized by generalized weakness, lower extremity edema, dyspnea. Required hospitalization and consecutive treatments utilizing higher strength dialysate for increased fluid removal. Definitive etiology of patient¿s fluid retention unknown; both patient and pdrn attributed causality to unspecified malfunction of cycler. Fluid retention is a common finding in esrd patients and is frequently multifactorial in origin. Despite patient and pdrn¿s allegation of device malfunction, cycler disassociated from serious adverse events. No objective evidence indicating fresenius device(s) or product(s) caused or contributed to serious adverse events. Device successfully passed all post-event functional compliance testing. Investigation confirmed fresenius device functioned as per manufacturers¿ specifications.